Event description:
IV was started. When pt reached the hosp catheter was checked and it was discovered that the catheter separated from the hub. The catheter was surgically retrieved. Additional info rec'd from the facility indicates that the pt is fine and has suffered no adverse sequela associated with this incident. No further info was available.